Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the mobile power unit (mpu) no longer connecting on the black lead was not confirmed. The submitted log file contained approximately 33 days of data (08aug2021 ¿ 10sep2021 per the timestamp). The log file did not capture any atypical alarms while connected to the mpu, and the voltage levels on both power cables appeared normal throughout the log file while connected to the mpu. The pump maintained a speed above the low speed limit throughout the log file. Additional information provided stated that the alarms were resolved by exchanging the mpu. It was also reported that no product will be returned for evaluation. The root cause of the reported event could not be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The mobile power unit, serial number (B)(6) , was shipped to the customer on 13jan2017. Heartmate ii patient handbook, rev. C, under section 5 ¿alarms and troubleshooting¿ and heartmate ii instructions for use (IFU), rev. C, under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the power cable disconnect alarm conditions, and the actions to take if the alarms cannot be resolved. Subsection ¿guidelines for power cable connectors¿ explains how to properly connect and disconnect the system controller power cable connectors to the mpu connectors. Heartmate ii patient handbook, rev. C, section 6 "caring for the equipment" and heartmate ii instructions for use (IFU), rev. C, section 8 "equipment storage and care" describe how to care for and clean all equipment. Heartmate ii patient handbook, rev. C, section 10 and heartmate ii instructions for use (IFU), rev. C, section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of heartmate 3 lvad. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate ii patient handbook, rev. C, cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported on (B)(6) 2021 that the patient was seen in clinic on that day and that there was no detectable connection between the mobile power unit (mpu) and the black controller lead. The mpu was exchanged and this seemed to have resolve the alarms. The log files only revealed power cable disconnects while on battery power. It was further reported on (B)(6) 2021 that the alarms had not recurred after exchanging the mpu.